Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the refrigerator bin 2.3 was not locking after access. A field service engineer (fse) replaced the iracs board and tested it using the hardware test application. The customer logged in, inventoried the station, and confirmed that it was working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, failed to detect the drawer, and the door would not lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.